Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4479 competitor implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had diminished r-wave post implant. Therefore the rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.